Event description:
It was reported that the right ventricular lead exhibited high impedance. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the right ventricular lead exhibited high impedance. No intervention was performed. There were no patient consequences.